Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to blank display. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. Customer's blood glucose level was not reported. Troubleshooting was declined. The customer was advised that the device would be replaced and agreed to return the product for analysis.